Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) stated that all the supplies seemed to be fine and the only thing she noticed was that the sample line clamp on the drain line was open. The hp also stated that the supply bag was empty and the clamp was still open. The technical service representative (tsr) explained the alarm to the hp and assisted to clear alarm. The tsr then assisted the hp to retrieve the set out and explained to the hp to start over with all new supplies and call the peritoneal dialysis nurse to advise. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved and the hp resumed therapy without issues. The hp stated that she has been performing therapy since about 14 months, and has no problems, and added that this was an oversight. The hp confirmed that she had discussed the alarm with her nurse, who also went over the proper procedure with her. Per hp, she is doing fine and continuing therapy. The hp stated that she did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone and was determined to be a use error; therefore, a batch review and sample evaluation is not applicable for this report. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).